Event description:
The customer contacted baxter's service center regarding a caregiver (cg) that was asking to end therapy, which occurred on the homechoice (hc) during initial drain. The cg stated that 2 of the disposable lines touched the floor before they had the home patient (hp) connected and wanted to start over with new supplies. The technical service representative (tsr) assisted the cg to end therapy so they could start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint for use error was confirmed based on the use error described by the caregiver: the two lines were dropped onto the floor, which is a breach in aseptic technique. The label review found the labeling adequate for the use error in this complaint.